Manufacturer narrative:
(B)(4). Date sent: 6/16/2026. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device ecs25b lot number a97u8t and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Could you please clarify when the issue was identified (pre-op/intra-op/post-op)? Yes, by hand, with vicryl plus. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a performed a recanalization operation (hartmann ii century), performed a lateroterminal anastomosis between the colon and rectum with an ecs25b stapler, to the visual control of the anastomosis, this was incomplete. The anastomotic rings were intact. The surgeon sutured the part of the anastomosis without staples by hand. No patient consequences were reported.